Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have swelled within its casing. The equipment was removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
Per the clinic, the device is not available for analysis.this report is filed november 29, 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).